Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broken. H10: investigation result the fiber was returned in the hoop. The fiber was returned broken into two pieces. The first piece measured approximately 67.4 cm from the top of the connector to the break. The second measured approximately 247.1 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 08:13 am CT. The report number is being corrected from: 3005099803-2018-62048 to: 3005099803-2018-60954.

Event description:
It was reported to boston scientific corporation on september 26, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018 according to the complainant, during preparation, the laser fiber was noted to be broken in half out of the package. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2018 according to the complainant, during preparation, the laser fiber was noted to be broken in half out of the package. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.